Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis driver crashed, and the system displayed an error stating: "cannot open database 'dsclientoltp' requested by the login. The login failed. Login failed for user 'pain-intvn\cfnadmin'." However, there were no delays or adverse events or injuries reported based on this event.